Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Instead, the root cause for these events has historically been attributed to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed empirically based on the image of the device provided by the site. Available information suggests that patient factors, specifically calcification, likely contributed to the event, as it was reported that 'the perceived root cause of the event was stj calcium.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint regarding difficulty or inability to withdraw the system through the sheath was confirmed empirically, as the device image of a sheath linear tear may have indicated a potential high withdrawal force. Available information suggests that patient factors (calcification, tortuosity, or small vessel size) and/or procedural factors (withdrawal of burst balloon, damaged sheath) likely contributed to the event. In this case, the patient exhibited calcified and undersized vessels with moderate tortuosity. Such patient factors can create constrained sections of the anatomy that interfere with the passage of the delivery system and cause difficulty during withdrawal. As the balloon was burst, the altered balloon profile could have made it more susceptible to catching on the sheath, leading to the experienced retrieval difficulty. Additionally, if the sheath was previously damaged, it can cause further resistance as the delivery system is withdrawn into it. Consequently, a surgical intervention was performed to remove the devices. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29 mm commander delivery system, the balloon ruptured during the deployment of the 29 mm sapien 3 ultra resilia valve. Despite this, the valve was successfully deployed with no paravalvular leak and a gradient of 4 mmhg on the echocardiogram. However, the balloon did not successfully transition back into the esheath+. Multiple attempts were made to pull the delivery system through the esheath+ and to remove the esheath+ from the iliac artery. The patient's vessel was diseased with a significant calcium burden. A vascular surgeon assisted by performing a cut-down on the artery to remove the remaining delivery system. The patient is doing well.